Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 7 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the appearing well patient presented into the clinic reporting an advisory alarm for clock on display of system controller. An alarm history review revealed a pump stoppage on (B)(6) 2017 from 2:37:06 until 1:00am. The patient denied any battery alarms or changing batteries. Once clock was reset, no ¿minutes¿ used off of back-up battery. The patient had a record of not compliance and was an unreliable source of information. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log files and observed low voltage advisories when the patient was connected to battery power. It appeared that when fresh batteries were installed, the event cleared. It was confirmed, on (B)(6) 2017 at 2:37:06 am, battery power was completely consumed and a low battery hazard was observed. At this time the ebb (emergency backup battery) was operational. Then at some point after, the ebb was completely consumed and the internal clock reset. Once power returned, the pump resumed operation within pump parameters. No further information was provided. On (B)(6) 2017, it was reported that the patient left against medical advice. No further information was provided.

Manufacturer narrative:
The investigation confirmed the reported pump stoppage and low voltages via the submitted system controller log files. Throughout both log files the levels fluctuated well below the expected ~14v while the patient was connected to the power module. Also active in the log file were several low battery hazard alarms due to the batteries being drained to the low battery hazard threshold. On 20dec2017 at 00:50 the low battery hazard alarm activates per design when the battery connected to the white power cable falls below the low voltage hazard threshold. At 2:37, the no external power alarm activates indicating that the batteries had been completely depleted and the backup battery was in use. In the next event following the no external power the time stamp read 1/1/01, the motor was stopped, and the backup battery was uninstalled. This sequence of events indicates that the 14v batteries and backup battery had been completely depleted stopping the pump for an unknown amount of time. When power was restored the driveline was still connected and the pump returned to the set speed without issue. The yellow wrench advisory alarm was active and remained active due to the clock not being set. Prior to the 14v batteries being depleted there were no other notable alarms active in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.